Event description:
Note: date of event is unknown. It was reported to boston scientific corporation that a corflo cubby low profile gastrostomy device was placed. According to the complainant, the button cap could not be closed. Another device was used to complete the procedure. (Unknown device). There were no patient complications reported as a result of this event. The patient's condition was reported to be "good".

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture date is unknown. Although the complainant has indicated that the suspect device is being returned for eval, it has not been returned. The device eval has not been performed; the cause of the reported malfunction is undetermined.